Event description:
Reportedly, the instrument was fired but when the instrument was removed there was no staples on tissue. Bleeding occurred but it was not known if transfusion was needed. It was not known how the bleeding was stopped. Pt status is okay.